Manufacturer narrative:
(B)(4). Exemption number: e2016031. (B)(4). Additional information 08 jan 2018; how did they finished the procedure, did they use another evo device or competitor¿s device or did they stop the procedure & not place any stent when the problem was encountered? "They used competitor device . We would like to inform you that mr.(B)(6) working with us as a part time and he is endoscopy nurse specialist . Mr.(B)(6) was the main operator of the ercp procedure in (B)(6) hospital and he said ¿¿while he was in the procedure to place the biliary stent into the patient cbd ,after he opened the stent he found the stent guide wire lumen was totally blocked and there is no ability to perform the procedure by the stent ,then the endoscopy staff bring another stent from other competitor to complete the procedure . "Please note : no any additional problem contributed in the patient " image review: blurry images were provided of an evo-10-11-10-b. The stent in the image is partially deployed and the flexor is broken. These images have been reviewed by cook (B)(4) engineering. Lab evaluation & root cause: the device involved in this complaint was not available for return to cook (B)(4) for evaluation. As the device was not returned for evaluation; the cause of this complaint could not be conclusively determined. However, it is possible that the flexor got caught in the elevator. With the information provided a document based investigation was carried out. The customer complaint is considered to be confirmed based on customer testimony. Documents review: as the lot number was not provided, a review of manufacturing instructions could not be complete. Prior to distribution all evo-10-11-10-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cook (B)(4). IFU review: as per the instructions for use, notes section the user is instructed of the following: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use". On review of the information provided, there is no evidence to suggest that the user did not follow the instructions for use. Patient outcome details have been requested but not yet provided. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Follow up MDR submitted to update investigation details. MDR submitted based on the device malfunction precedence: ¿flexor kinked/stretched/broke/compressed" and 'deployment issue that results in the exposed stent removed from the patient with the delivery system'. And yesterday we have faced another problem with another metallic biliary stent with another doctor ,the stent did not deployed totally and it stuck inside the catheter.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. The customer reported the following complaint issue: ¿yesterday we have faced another problem with another metallic biliary stent with another doctor, the stent did not deployed totally and it stuck inside the catheter, please see the attachment pictures¿ blurry images were provided of an evo-10-11-10-b. The stent in the image is partially deployed and the flexor is broken. These images have been reviewed by cirl engineering. The device involved in this complaint was not available for return to cook ireland for evaluation. As the device was not returned for evaluation; the cause of this complaint could not be conclusively determined. However, it is possible that the flexor got caught in the elevator. With the information provided a document based investigation was carried out. The customer complaint is considered to be confirmed based on customer testimony. As the lot number was not provided, a review of manufacturing instructions could not be complete. Prior to distribution all evo-10-11-10-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl as per the instructions for use, notes section the user is instructed of the following: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use". On review of the information provided, there is no evidence to suggest that the user did not follow the instructions for use. Patient outcome details have been requested but not yet provided. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Initial MDR is being submitted based on the device malfunction precedence: ¿flexor kinked/stretched/broke/compressed" and 'deployment issue that results in the exposed stent removed from the patient with the delivery system.' And yesterday we have faced another problem with another metallic biliary stent with another doctor, the stent did not deployed totally and it stuck inside the catheter.